Event description:
Stapler was unable to clamp; therefore, it did not fire. Manufacturer response for linear stapler, (brand not provided) (per site reporter): product returned to manufacturer for evaluation.